Event description:
Complainant alleged that while treating a pt, the device failed to charge energy and displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.